Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on august 9, 2019 due to diabetic ketoacidosis with a blood glucose level of more than 500 mg/dl. The customer¿s blood glucose level was 490 mg/dl at the time of incident. The customer reported that they experienced nausea, vomiting, abdominal pain and difficulty in breathing as a symptom of high blood glucose level. The customer was treated with intravenous drip for high blood glucose level at the hospital. The customer reported that the insulin pump was on auto mode at the time of incident. The customer alleged the insulin pump for under delivery. The customer also reported for air bubbles in the reservoir. The insulin pump and reservoir will not be returned for analysis.